Event description:
According to the reporter, the small balloon would not inflate. The device was not used within the patient. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).